Event description:
It was reported that the iab was placed without difficulty. When the iab was connected to the pump, the balloon would not inflate. Because of this, the iab was removed. The pt suffered a series of femoral artery injuries which was attributed to air left in the balloon.